Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental record will be filed.

Event description:
The dealer states that the seat is cracked. The dealer states that the patient was pinched.